Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement and unknown human harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: +(B)(6). Device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. During the functional testing, the pumps flow rate was tested and was found to deliver out of specification. The cause of the issue is unknown. The expulsor will need to be replaced.